Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was in the 200-300 mg/dl range. Troubleshooting for air bubbles anomaly was performed. Customer advised they realized air bubbles inside the reservoir 1-2 millimeters in size. Customer delivered a fixed prime until the air bubbles were no longer visible. Customer advised this was a past event and there were no air bubbles in the reservoir at this time. Customer was advised to call back if issues persist.